Event description:
It was reported to ventec that a patient had desaturated while on the device. The registered respiratory therapist (rrt) advised a ventec (react health) ventilation product specialist that they were attempting to transition the 9-year-old patient from a trilogy to a v-home. The rrt advised that they had matched all settings (niv) between the two devices, and that the patient has 2 lpm oxygen, but that when they placed the patient on the v-home their o2 saturation dropped from the low 90s to low 70s. The patient was then placed back on their trilogy for support and their o2 saturation levels went back up. There was no allegation of a device or use problem which may have contributed to the patient's desaturation, only that the patient desaturated while on the v-home device. The patient survived the reported event and there were no reports of patient harm as a result of the reported issue, however, the patient did allegedly desaturate during the event necessitating medical intervention to prevent permanent impairment/damage to the patient.

Manufacturer narrative:
H6: the ventec (react health) ventilation product specialist provided the registered respiratory therapist (rrt) with troubleshooting assistance, reviewing the v-home's settings and made recommendations based on the patient's condition(s). The rrt advised ventec that she would speak to the pulmonologist to determine next steps. The rrt later advised ventec that they would not be returning the device to ventec for an evaluation. The cause of the patient's alleged desaturation could not be determined.